Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was curved in the centre and the stent struts along the length of the stent appeared to be slightly damaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 270mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The end of the tip appeared flattened. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severly tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed using a 2.5x15 non-bsc balloon catheter. A 3.00x24mm synergy drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage.